Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, unknown femoral component, unknown stem, unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision of the poly due to unknown reasons. No medical intervention has been reported to date. Attempts have been made and no further information has been provided.